Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: the keypad button cover was found to be intact; no damage was observed. During investigation, the pump was unable to power on. The keypad cover was removed and no evidence of contamination was observed on the button contacts. The keypad response allegation was not able to be investigated due to the power issue, however, moisture was observed in the display; corrosion was observed in the battery compartment. A leak test was performed and showed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display and all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.